Event description:
The facility reported "crack occurred after one month of use" with the transfer set. Per affiliate, issue was noted during use and no patient injury or medical intervention was associated with this incident.